Manufacturer narrative:
Physio-control further evaluated the main keypad assembly. Physio determined that the cause of the reported issue was due to the tab on the shock button on the overlay not being properly aligned with the dome switch of the shock button. This caused the left side of the shock button to be intermittent.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the shock button on the main keypad assembly functioned intermittently. Physio-control replaced the device's front cover, including the main keypad assembly. After having observed proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the user of the device had felt a light shock during resuscitation of a patient. The back of the user's hand had touched the patient's blanket while administering the shock. The user did not suffer any injury and the patient's treatment was not affected by the reported issue. The customer sent their device to physio-control for evaluation. During device evaluation, physio-control observed that the device's shock button functioned intermittently. There was patient use associated with the reported event however, there was no report of an adverse patient outcome.